Event description:
Patient was revised for infection, although device contribution to patient's infection almost one year after implantation is highly unlikely, intraoperatively found pitting on tibial insert poly and replaced insert.